Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an exploratory lap procedure, no staples were fired from the device. A new device was used to complete the procedure. There was no pt consequence.